Event description:
Consumer states that there was an oilbase inside of the syringe barrel. Some of the oil emptied into her insulin vial. Bd was contacted and has advised consumer to return the needle back to them in order to investigate. Consumer considers the incident a biohazard. She has detected other syringes from the box in different bags that when the plunger is pulled back it looks like two pin-head sized oil drops. Wants FDA to be aware.